Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels rose to 30 mmol/l (540 mg/dl) while wearing the pod on the arm. The patient had not been eating due to the high bg levels and was hardly moving. Symptoms reported include vomiting, nausea, headaches, dry mouth and fatigue. The patient was placed on a sliding scale for 7 hours and then 9 hours for treatment. The nurse applied a new pod for the patient during her hospital stay. The patient was discharged after 16 hours. The pod was discarded. The patient applied a new pod when she arrived home.